Event description:
A piece of surgiwrap was placed in 2006, during a laparoscopic total hysterectomy. Patient had complaints several weeks after surgery and the implanted piece of surgiwrap was found intact after 3 months. The surgiwrap had migrated from its original anatomical placement and folded over on itself, causing chafing between the bladder neck and the vaginal cuff. This caused a fistula which required surgical intervention to repair.